Manufacturer narrative:
Steris service technician arrived onsite to inspect the washer and found the root cause of the reported event is attributed to the heating elements. The heating elements overheated resulting in the reported event. The washer was installed in 2010 making it approximately 11 years old and is under steris service agreement for maintenance activities. The last maintenance was performed on december 11, 2020. No issues with the function or operation of the washer were identified at that time; the unit was operating according to specification. The unit is not operational and has been removed from service. The user facility will be provided with a replacement unit. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their reliance synergy washer caught fire. The fire department was dispatched. No report of injury.

Manufacturer narrative:
The user facility has elected to purchase new washers in lieu of a direct replacement. The unit subject of the event has been permanently removed from service. No additional issues have been reported.